Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no reported impact to the customer¿s blood glucose level. Customer technical support guided the caller on techniques to better manage the button's activation, but due to the pump being out of warranty, no replacement was provided.